Manufacturer narrative:
Device evaluated by MFR? The ventilator was returned to newport medical instruments inc on 1/30/08. It will be forwarded to MFR/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.